Event description:
Reprise IV study. It was reported that left bundle branch block (lbbb) occurred. Prior to the index procedure, heparin and other anticoagulant was given and the subject was not on prior regimen of aspirin or any other antiplatelet medication at the time of index procedure. The subject received loading doses of 300 mg of aspirin and 300 mg of clopidogrel. A lotus introducer was placed and then the aortic valve was treated with balloon aortic valvuloplasty (bav); no conduction disturbances were noted post bav. A 27 mm lotus edge valve (lot # 24754525) was inserted however not implanted. A second lotus edge valve (lot# 25153302) was successfully implanted. There was correct positioning of the second 25 mm lotus edge valve into the proper anatomical location. On the same day, post index procedure, the subject developed lbbb. No action was taken to treat the event. At the time of reporting, the event was considered resolving. It was further reported that the patient was discharged four (4) days post index procedure. In (B)(6) 2020, twenty nine (29) days post index procedure, during the protocol scheduled 30-days follow-up visit, transthoracic echocardiography (tte) revealed mild-moderate paravalvular regurgitation.

Event description:
(B)(6) study. It was reported that left bundle branch block (lbbb) occurred. Prior to the index procedure, heparin and other anticoagulant was given and the subject was not on prior regimen of aspirin or any other antiplatelet medication at the time of index procedure. The subject received loading doses of 300 mg of aspirin and 300 mg of clopidogrel. A lotus introducer was placed and then the aortic valve was treated with balloon aortic valvuloplasty (bav); no conduction disturbances were noted post bav. A 27 mm lotus edge valve (lot # 24754525) was inserted however not implanted. A second lotus edge valve (lot# 25153302) was successfully implanted. There was correct positioning of the second 25 mm lotus edge valve into the proper anatomical location. On the same day, post index procedure, the subject developed lbbb. No action was taken to treat the event. At the time of reporting, the event was considered resolving.